Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). The event code is addressed in the package insert. This is the same event as 3010536692-2014-00107.

Event description:
Allegedly, revised due to aseptic loosening of the stem. Left side.